Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no blank display and no constant tone during our testing. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a constant tone and a blank screen on the insulin pump. Customer stated that her blood glucose was 126 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the display did not return after inserting a new battery. Customer stated that the light is on and the pump vibrates but there's nothing on screen. Customer stated that the pump stopped working and the battery kept alarming. Customer was sleeping when the issue occurred this morning. Customer stated that the screen was blank and the light was on. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.